Event description:
A customer contacted beckman coulter inc. (Bec) regarding an event that occurred as a result of printing errors caused by operating the automate 2500 system with non bec approved labels. Two different barcode labels were found attached to one secondary tube. The second label was directly attached over the first label. The barcode labels were not from bec. The error message that was displayed by the system after the unsuccessful attempt to apply a label to the secondary tube was not correctly followed and the printer was not adequately inspected. No incorrect results were reported outside of the laboratory since the laboratory staff noticed the double labeled tube and prevented it from further processing and conducted testing with the original tube (primary tube). There was no affect to patients with regard to this event.

Manufacturer narrative:
A field service engineer (fse) went on-site and checked the customer's stock of labels and one more label roll was removed since it did not show bec imprint. Fse installed second barcode reader at the device for detection of potential incorrectly labeled tubes. Fse was not able to reconstruct how long the alien labels had been used on the system. The origin of the alien labels is unknown. (B)(4).